Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad not responding which was reproduced. Evaluation observed and found some of the keypad keys did not respond and inoperable keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had arrow up key on the keypad that was not responding. It was discovered during biomed preventive maintenance (routine testing maintenance) at the biomed shop. There was no patient involvement. No additional information is available.